Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings:investigation revealed that the display was dim, fading, and discolored. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.